Event description:
Pt reported infusion set tubing separated from the luer lock. She indicated that she observed the separation after experiencing elevated blood glucose of >300mg/dl and inspecting the tubing. Pt stated that as a result of the elevated blood glucose, she experienced symptoms of thirst and dehydration. She had an MRI that day and had initially atttributed the elevated blood glucose to the MRI. Pt indicated that she changed the infusion set and administered a bolus to reduce the elevated blood glucose. Medical assistance was not needed to address the issue. Product requested for eval.